Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient has an unhealed wound at the lead site from the initial implant. As a result, patient underwent surgical intervention on (B)(6) 2019 where the physician debrided the wound to resolve the issue.

Event description:
Additional information received that, patient's wound has healed.